Event description:
The device was returned to the manufacturer with no information after being explanted. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary and functional testing revealed no atrial output. When the device was opened, visual inspection revealed a fractured atrial tip (atip) ribbon (wire bond) from the feedthrough on the connector block. A partially fractured atip ribbon was also observed at the j2 hybrid bond pad array (bpa). The device was submitted for further physical analysis of the fractured ribbons. It was determined that the fractured ribbon failed due to fatigue. The source of the loading for the fatigue fracturing was not determined. (B)(4).